Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon inserted a 12.6mm vicmo12.6 implantable collamer lens, -11.0 diopter, in the patient's right eye on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to a lens tear/break during injection/delivery into the eye. The lens was exchanged for a lens of the same model and size, and the problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a lens case/vial. Visual inspection found that the haptic was broken. Work order search: no similar complaints were reported for units within the same lot. Conclusion: as per dfu for this lens model, vicls are contraindicated for patients with an anterior chamber depth (acd) below 3.0mm. (B)(4).